Event description:
Peyronies disease institute promotes a ultrasound device for treatment of curved penis condition. It is recommended that a dsmo gel be applied to penis and then move the device for 10 minutes around the scar tissue. Is dsmo safe to use? What if other topical treatments such a copper serum, and vitamine are present during the application. These are prescribed by pdi. Can the us device generate toxic substances or induce high concentrations of these ingredients into the bloodstream? What testing if any has been done on the pdi therapies involving us device? I experienced a stress headache on the right side of my head that lasted for months after using the therapy just a few times. I also experienced stinging in the sensitive tissue around the eye sockets. I don't think pdi knows all the potential risks for use of a device like this. Please investigate.